Event description:
On friday january 12, the first beam of a 5-beam fraction was delivered to an incorrect position with errors of 3.4 cm in vertical, 9.3 cm in longitudinal and 6.9 cm in lateral, resulting in an overdose to surrounding tissue and an underdose to the target. This error was calculated to amount to a +/- 2.5% dose error (~1.5 gy) over the course of a single treatment. There was no adverse reaction to the patient reported by the facility. The root cause of the incorrect delivery was determined to be user error.

Manufacturer narrative:
The misdelivery was a result of user error, as the alignment position corrections were inadvertently not applied by the user, despite this being a standard part of the workflow as described in the user manual. However, there was no significant dose increase to organs at risk and no significant underdose to the tumor and therefore no adjustments to the treatment were required to compensate for this error. Although, there was no evidence of immediate serious injury, an accidental radiation occurence did occur, attributed to user error at this facility in the netherlands. There are no other known instances of this occuring since the device was cleared in 2017. As the radiation dose could potentially lead to serious injury, mevion is reporting the incident to FDA.